Manufacturer narrative:
Device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2016. Insect inhabitancy within the device. Upon receipt, the device could not be powered off via the on/off button, confirming the reported fault. The investigation revealed insects within the device, which had entered via the speaker and had deposited silicon from the speaker sealant across the pcba and membrane tail. This had resulted in a high resistance on the on_button line of the membrane tail and hence the malfunction of the on/off button. It is unclear when the insects had initially entered the device. However, information from the device memory suggests the user had been removing the pad-pak to power off the device on the (B)(6) 2018. It is therefore likely that the user had become aware of the fault on this date. Due to the presence of insects within the device, this unit shall be retained and replaced with another hdf-3500.

Event description:
Device would not switch off. There was no patient involved in this event